Event description:
Event description cpi received information that during a routine follow-up,this implantable pulse generator (ipg) was found with voltage regulation off. It was indicated that the regulation should have programmed on and it was not known how the regulation was programmed off.